Event description:
While attempting to gain arterial access on a patient, two micropuncture kits were opened and attempted to utilize. Both micropuncture sheaths had shredded while exchanging for a 5 french sheath. Both are form the same lot number: 7120807, 21g, 0.018", 4.0fr.